Event description:
It was reported that a pt expired due to medical conditions one day following which was interrupted by shut down of the mobile fluoro system. The mobile x-ray system stopped imaging due to an apparent over-temperature condition with the x-ray tube. After detailed investigation, it was determined that the tube unit had too much oil, causing the pressure limit switch to prematurely disable the unit. Based on this new info, the co concluded that a medwatch report should be submitted. The system was not under service contract by ge.